Event description:
A cartridge change error was reported with a pump. There was no reported adverse impact to the customer's blood glucose. Technical support instructed the caller on various troubleshooting steps, including inspecting the cartridge o-ring and cleaning the pneumatic tap area. Despite these efforts, the issue persisted even after attempting to load a second new cartridge. The customer declined to share an alternate method of insulin therapy.